Event description:
False negative urine hcg test on a woman who is three months pregnant. Serum test was not performed.

Manufacturer narrative:
Investigation: control: 25miu/ml hcg urine, lot: hcg080821-03. Control 100miu/ml hcg urine, lot#: hcg081008-01. Control 217.7iu/ml hcg urine, lot: hcg081020-01. Control 500iu/ml hcg, lot: hcg080624-01. Summary of results: the retention devices meet qc specification . Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml, 217.7iu/ml hcg urine control and 500iu/ml buffer control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. No corrective action required as no product deficiency was established.